Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a battery replacement in (B)(6) 2018. The caller reported the device always wore out so they had to get it replaced on (B)(6) 2018. It was noted device records did not reflect this. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating both batteries were at end of service (eos) when replaced. No further information.